Manufacturer narrative:
Medwatch sent to FDA on 10/26/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of ¿a lot of pain on the right side of the face¿, ¿swelling at the injection site¿, ¿a lot of redness on both sides at the injection site but especially on the right side¿, ¿blood in their saliva¿, ¿right side nostril started to run¿ ¿felt like it was getting cold¿, ¿blood in the right nostril¿, ¿felt like it was the bone underneath that hurt a lot¿, ¿whole right side of the nose wedge between the upper lip¿, ¿nose was bloody, open, and raw¿, ¿right side of the face had fairly large, bright red, pimples¿, ¿looked like little white blisters on their nose and face¿, ¿felt like they had flu symptoms¿, ¿joints were achy¿, ¿nose looks like it is still crusty, dry¿, ¿white pimples¿ , ¿a rough white area¿, ¿looks like the skin between the nose and face stretched and broke¿, ¿acne, blotchy, combination red with white marks¿ and ¿rosacea¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.¿

Event description:
Patient reported that they were injected with two syringes of "juvederm" bilaterally in the smile lines and everything was fine except for pain at the injection site with more pain on the right side than the left side. The following day, the patient experienced a lot of pain on the right side of the face with swelling at the injection site but not on the left side. Patient started using self-prescribed advil and applied ice to the area. By the evening of the next day, the patient had a lot of redness on both sides at the injection site but especially on the right side and they started experiencing blood in their saliva. Patient's right side nostril started to run, felt like it was getting cold, and they had blood in the right nostril. Patient stated that the pain on the right side continued the next day and stated that it felt like it was the bone underneath that hurt a lot. Two days after the injection in the evening the pain started to dissipate. Three days after the injection the patient woke up in the morning and the whole right side of the nose "wedge" between the upper lip and nose was bloody, open, and raw and the right side of the face had fairly large, bright red, pimples. Patient also stated that it looked like little white blisters on their nose and face. Patient started to apply neosporin to the affected area. Patient stated that for two days after the injection they felt like they had flu symptoms and their joints were achy. Three days after the injection the patient went to an emergency room and was diagnosed with a localized infection. Patient was prescribed oral keflex and bactrim. Patient saw a dermatologist the next day who stated that they were not convinced it was an infection. A culture was performed which came back negative for infection. The dermatologist told the patient to stop taking the bactrim which the patient did and prescribed the patient topical mupirocin. Patient stated that the big, open area on the side of the nose has started to resolve and the red marks still have not resolved but have started to dissipate. Patient states that the side of the nose looks like it is still crusty, dry, with white pimples, "a rough white area." It looks like the skin between the nose and face stretched and broke. Patient stated that it looks like acne, blotchy, combination red with white marks. Patient stated that it looks like rosacea. Patient was taking flomax and prilosec concomitantly. Symptoms are "slightly better than the day before and much better than one week ago."